Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The outer insulation was breached cut. Blood was noted in/on the helix/lobe mechanism, the proximal conductor was distorted and the lead appeared to be damaged at implant.

Event description:
It was reported that the lead was explanted and sent to the manufacturer for analysis after the physician inadvertently touched the lead with a cautery tool while closing the device pocket. The lead tested fine in the field but subsequently tested out of specification during analysis. No patient complications were reported as a result of this event.